Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the implantable cardiac monitor (icm) patient that the device "moves toward the incision" when sleeping on their left side. The icm remains in use. No patient complications have been reported as a result of this event.